Event description:
It was reported that the cap was not present on the end of the patient line of the cassette. The event was reported during the initial drain on the homechoice (hc). The home patient (hp) was not connected to the setup. The technical service representative (tsr) assisted the hp to end therapy and advised to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.